Manufacturer narrative:
Results: the jet7 was kinked approximately 19.5, 44.5, and 84.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a kinked device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, damage such as kinks may occur. Some of the kinks on the returned device may have been incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the penumbra system jet 7 reperfusion catheter (jet7) was kinked upon removal from the package. The damage to the jet7 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).